Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on lead analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # the distal segment of the lead was returned and analyzed. The inner insulation had metal ion oxidation; the inner and outer insulation had cosmetic metal oxidation. The distal and proximal conductors had blood (not obstructed), and the outer insulation had metal ion oxidation. Concomitant products: 4076 implantable pacing lead, (B)(6) 2007; 4558m implantable pacing lead, (B)(6) 1995. (B)(4).

Event description:
It was reported that the transvenous right ventricular (rv) lead was returned to the manufacturer after being removed and replaced due to medical judgement. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.